Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 391.8 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient presented to the hospital with increased spasticity. The healthcare provider (hcp) was working to get the patient transferred to the facility where the patient was implanted but until then due to the symptoms they would like to get the pump interrogated to confirm if there were any alarms or issues related to the symptoms. They were redirected to the national answering system. The company representative (rep) then called in to report that the patient had two falls this weekend and after this they developed increased spasticity. They were hospitalized and had two magnetic resonance imaging (MRI) done. They were initially concerned about the motor stalls but they had not asked the patient about having any MRI's. The rep then asked the patient and was told they had an MRI twice. The rep stated the motor stalls were the same date and time of the MRI and both had motor stall recoveries. Discussed MRI labeling with the caller. Discussed catheter imaging post fall such as a dye study. Additional information was received from the company representative who reported that the patient's falls were not related to their device and/or therapy. The hcp will discuss how to resolve their increased spasticity as the spasticity was not related to or caused by an issue with the pump/catheter. The motor stalls were caused by the MRI's performed for the spasticity, and the first stall recovered on its own after 93 minutes and the second stall after 40 minutes. The motor stalls were resolved. A dye study was performed which was successful and it was determined the catheter was patent. The patient's weight was unknown. The device remained implanted and in service.